Event description:
Mid 80¿s male with history of hypertension, atrial fibrillation and shortness of breath. Procedure: left and right heart cath. When opening the 5.5 f merit sheath, it was noted that there was no sheath in the package. Not used on patient. Manufacturer response for dilator, vessel, for percutaneous catheterization, prelude act¿ (per site reporter). Will obtain.